Event description:
It was reported that "the box chisel 6541-4-709 broke as it was being removed from the ps box guide. The doctor removed it using a sterile pair of vice grips."

Manufacturer narrative:
DHR and complaint history review. Evaluation summary: the result of the investigation performed indicate that the triathlon box chisel fractured due to a bending overload condition. Wear marks on the device indicate that the triathlon box chisel was binding with the associated ps box cutting guide. It is likely that upon impaction of the box chisel, a moment arm was created that led to the overload failure. The triathlon box chisel will bind with the associated mating ps box cutting guide if the chisel is not aligned properly inside the cutting slot of the guide. Improper alignment was apparent by the nicks and burrs on the device, in addition to the significant wear on the distal face. It is likely that bending forces applied during extraction of the chisel caused the device to fracture. The device mfg history record indicates no reported discrepancies. The product experience reporting database indicates that there have been other reported events of fracturing for the triathlon box chisel. On dec 6, 2006, design change was implemented to address this trend. No pers have been reported for devices manufactured after this date. The device associated with this event was manufactured prior to the implementation of this change.